Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the paramedics was dispatched on (B)(6) 2017 due to low blood glucose. The customer was sleeping when the low blood glucose occurred. The customer¿s blood glucose at the time of the incident was 34 mg/dl. They were treated with food and glucose tablets. They were wearing the insulin pump at the time of the incident. Additionally, the customer also reported that their blood glucose had gone up to 480 mg/dl and 580 mg/dl with the insulin pump. The customer declined further troubleshooting. The customer did not like the model of their current insulin pump and wanted the model of their old insulin pump. The device will be replaced and returned for analysis.